Event description:
"Piece of tracar fell into belly of pt during laprascopic procedure." "Scrub tech noticed a piece of black material in pt's belly. Dr then went back into retrieve this piece. Later in the case scrub tech inspected the piece and found it to be in two pieces of a 5mm trocar by applied medical, and rep was called."

Manufacturer narrative:
Investigation summary: the returned prod was inspected and found to have a portion of the seal torn off. The device's history records were examined and revealed no unusual events during MFR. The investigation was unable to determine the cause of the missing piece due to having insufficient info relative to usage of the device. However, testing during prod development has shown that similar seal damage may occur if angular or asymmetrical instruments are misaligned with the centerline of the trocar during insertion. Under these circumstances applied suggests that instruments be centered axially before insertion through the seal. Applied also recommends using a lubricant when those instruments have highly textured surfaces.